Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to a gradient of 65 mmhg and an aortic valve area of 0.5 cm2. Following the bav, the valve was attempted deployment, but a full recapture above the annulus and the pigtail catheter, and a partial recapture were performed. The valve was then fully deployed with both paddles and outflow crowns released at a depth of 4 mm and 5 mm on the left coronary cusp and the non-coronary cusp. After a slow removal of the delivery catheter system (dcs) nosecone through the inflow and waist of the valve, the nosecone was centered in the outflow and the valve started to pull up with the dcs and out of the annulus. Subsequently, the patient was intubated. The implanting team was uncertain if the dislodge was due to dcs interaction or interaction with the pigtail. The valve was pulled above the sinotubular junction and snared to stay in place while a second, non-medtronic valve was implanted in the annulus. No additional adverse patient effects were reported. Additional information was received that the first full recapture was due to a valve depth of 0 mm. The second partial recapture was because the valve was at a depth of 12 mm on the non-coronary cusp. The patient was intubated due to the length of the case and as a standard for the implanting physician.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to a gradient of 65 mmhg and an aortic valve area of 0.5 cm2. Following the bav, the valve was attempted deployment, but a full recapture above the annulus and the pigtail catheter, and a partial recapture were performed. The valve was then fully deployed with both paddles and outflow crowns released at a depth of 4 mm and 5 mm on the left coronary cusp and the non-coronary cusp. After a slow removal of the delivery catheter system (dcs) nosecone through the inflow and waist of the valve, the nosecone was centered in the outflow and the valve started to pull up with the dcs and out of the annulus. Subsequently, the patient was intubated. The implanting team was uncertain if the dislodge was due to dcs interaction or interaction with the pigtail. The valve was pulled above the sinotubular junction and snared to stay in place while a second, non-medtronic valve was implanted in the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial #: (B)(6), ubd: 05-aug-2026, UDI#: (B)(4).other medical products in use during the event include: product ID l-evolutfx-2329 (0012347822); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 68.2mm with a perimeter derived diameter of 21.7mm suggesting a 26mm evolut. The image provided shows a dislodged valve in the ascending aorta and a non-medtronic valve implanted. The dislodgement event was not captured and provided for review thus it is not possible to determine cause of the dislodgement, so this review is inconclusive. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.